Event description:
(B)(4) as received from (B)(6) on (B)(6) 2012. Translated as follows: pt uses lens 24 hours a day and not worn the lenses for a few days due to they were bit red. Diagnosed with a slight infection for left cornea. After 3 days, the infection is healing and is not wearing lenses for a week until the redness is gone. Recommended using glasses to give the eye a rest from contact lens wear. Follow up attempts fot more info have been made with no reply to date. No lens and no lot numbers were provided. This is being filed as an unconfirmed infection.

Manufacturer narrative:
Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.